Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.4cc of juvéderm® voluma¿ with lidocaine in the midface/ck3. Three days post injections, the patient experienced ¿inflammation accompanied by heat in the area/ burning, redness, warmth in bilateral malar area (ck3).¿ after treatment the patient was treated with ice. Two days later, the patient was treated with ¿prednisone 30 mg every 24 hours for 5 days, and ciprofloxacin 500 mg every 12 hours for 10 days.¿ symptoms are ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, d4, e1, h4, and h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
No additional information provided.